Event description:
It was reported that the day after the implant procedure the patient presented with bleeding, had complications and died. The cause of the bleeding was requested and not received, however it was reported that the death was not related to the implant procedure. Itwas noted that the patient was a participant of the observe study.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID addr03 implanted: (B)(6) 2013; product ID 5076-52 implanted: (B)(6) 2013. (B)(4).